Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.378 ng/ml) from a single patient sample run on the vitros eciq immunodiagnostic system. The customer repeated the sample due to an instrument condition code that occurred at the time of initial testing, and an expected vitros trop I es result (0.023 ng/ml) was obtained. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was initially reported out of the laboratory. There was no treatment started, stopped, or altered based on the initial result, however, additional testing (cardiac enzyme testing, cardiac consult) was conducted for the affected patient. A corrected report was issued based on the repeat testing. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros eciq immunodiagnostic system. Service actions were performed, including replacement of the incubator reference system and well wash adjustments. However, it is unknown if these service actions were directly related to the cause of the event as insufficient pre-service instrument performance data was available. Acceptable vitros trop I es performance was observed post-service, and there was no evidence to suggest a reagent malfunction occurred. In addition, it is unknown whether that the sample in question was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, an instrument issue or pre-analytical sample processing cannot be ruled out as potential contributing factors. The root cause of this event is unknown.